Event description:
Implant date: 1993. Pt complained of pain and numbness. Revision surgery on 1/6/1994 to replace the construct on the left side at which time it was noted that some of the screws were "loose".